Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and hyperthyroidism ("hyperthyroid") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anusol plus, ibuprofen (motrin) since (B)(6) 2007, levothyroxine, medroxyprogesterone (depo provera) since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol regular) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced alopecia ("hair loss") and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced hyperthyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy successfully removed essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, hyperthyroidism, dyspareunia, alopecia, vaginal discharge, and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, hyperthyroidism, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results: on unspecified date, patient had performed hysterosalpingogram,confirmed fallopian tubes were bilaterally occluded. On (B)(6) 2008, essure confirmation test showed essure was placed correctly. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Concomitant medications were added. Previously reported event auto-immune disorder was replaced with hyperthyroid. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a total hysterectomy successfully removed essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, dyspareunia, alopecia, vaginal discharge and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results: on unspecified date, patient had performed hysterosalpingogram,confirmed fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received:the event pelvic pain added,reporters added,events outcome added,concomitant medication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy successfully removed essure devices.). Essure was removed in 2016. At the time of the report, the abdominal pain, autoimmune disorder, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2012, plaintiff cassista sought medical treatment regarding the aforementioned symptoms. Diagnostic results: on unspecified date, patient had performed hysterosalpingogram, confirmed fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after company internal review evaluation codes were amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.